Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was noted that there was a leak from the cartridge septum. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.